Event description:
On (B)(6) 2025, it was reported by a sales representative via sems-06878076 that an ar-9530s-03 trial split in half when compressed with a hemostat. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9530s-03 batch number: 250140801 was received for investigation. Visual evaluation of the returned device noted it was broken in half into two pieces. Further visual evaluation noted superficial wear and tear with scratches and indentations observed. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging from repeated usage/reprocessing. Manufactured date: 2015. Complaint allegation is confirmed.